Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. Sc didn't identify any issues with the reported product. All the pre-repair diagnostic assessment tests passed. During service/repair the following was observed: no defect found. The device has been tested found working ok. During the service evaluation the following failures were identified: no defect found. Conclusion: failure reported is not confirmed.

Event description:
It was reported that prior to a surgical procedure, it was observed that the small battery drive device trigger button was not releasing properly. The event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.